Event description:
Reporter had an anaphylactic reaction after wearing gloves. She experienced generalized hives, sob and tightening of the throat and chest. She required benadryl and nolamine p.o. As well as an epinepherine injection. Her symptoms subsided after treatment.